Event description:
It was reported that on literature review "does modularity of metal-on-metal hip implants increase cobalt: chromium ratio?", from 54 patients that had bhr tha, 25 patients had unexplained pain that was addressed via revision surgery. The patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: case (B)(4). Ilo, k. C., aboelmagd, k., hothi, h. S., asaad, a., skinner, j. A., & hart, a. J. (2021). Does modularity of metal-on-metal hip implants increase cobalt: chromium ratio?. Hip international, 31(1), 109-114. Doi: 10.1177/1120700019873637.

Manufacturer narrative:
It was reported that on literature review "does modularity of metal-on-metal hip implants increase cobalt: chromium ratio?", from 54 patients that had bhr tha, 25 patients had unexplained pain that was addressed via revision surgery. The patients outcome is unknown. No further information is available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference number: case-(B)(4) sections d1 and d10 were corrected.

Manufacturer narrative:
Section b2 was updated. Section h10: it was reported that on literature review "does modularity of metal-on-metal hip implants increase cobalt: chromium ratio?", from 54 patients that had bhr tha, 25 patients had unexplained pain that was addressed via revision surgery. The patients outcome is unknown. No further information is available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, historic escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference number: (B)(4).